Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the pulse generator exhibited a high battery current. The device was not implanted and a new device was used to conduct the procedure. There were no adverse consequences to the patient.